Event description:
We received the information that on an access port the membrane is untight (in the body of the patient). Then we received the information that the case is a catether trombosis. The sample was disposed.

Manufacturer narrative:
Batch history review: the manufacturing file of batch nr 36983496 complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in (B)(6) 2021. Investigation results: the device was discarded. We received for review an x-ray picture taken on (B)(6) 2021, just after the implantation. The access port is implanted via the subclavian vein. No defect is visible. The catheter tip is correctly positioned at the entrance of the patient's heart. Conclusion: without the complaint sample or the x-ray pictures taken when incident was detected, no thorough investigation is possible and we cannot conclude on the real cause of the complaint for which we received several descriptions of the incident: membrane untight then catheter thrombosis and vein thrombosis with risk of catheter displacement. It is difficult to make a connection between these different events. The thrombosis is a known complication of the access port implantation, taken into account in the IFU. This is a rare incident reported on celsite devices; no corrective action is envisaged.